Event description:
It was reported that the patient had a loose accolade stem so the surgeon revised the left hip. The cup remained implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient had a loose accolade stem so the surgeon revised the left hip. The cup remained implanted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because the device was not returned and insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.